Event description:
Consumer initially reported complaint for error message. Nurse is calling on behalf of the customer. The customer feels well and did not report any symptoms. Customer stated due to the error message customer had gone to see his primary care physician on the day of the call. No further information regarding the visit was provided. There were no recommended changes to the customer's medical treatment plan. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/27/2026 and open vial date is one month ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.